Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that the paramedics were called to assist customer at home. The last blood glucose reading was 30 mg/dl when the paramedics arrived. Customer stated that it is possible that he miscalculated his carbohydrates because his insulin pump display window is scratched, and difficult to read. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.